Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's doctor reported via phone call that the insulin pump alarmed motor error and had been through an MRI. Customer also indicated that a motor position encoder error had occurred. Customer's blood glucose was unknown at the time of incident. No further information was provided.

Manufacturer narrative:
Unit motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window and stained address/serial number label.